Manufacturer narrative:
The classification product code of the suspect medical device involved was incorrectly identified as cgn in the original 3500a. The correct classification product code is jje.

Manufacturer narrative:
Service was not dispatched for this event. The customer suspected possible sample interference as a contributing cause of this event and was to submit a sample to beckman coulter inc. For interference testing. No sample has been received to date. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 a higher than expected human chorionic gonadotropin (bhcg) was generated on the access 2 immunoassay system for one patient serum sample. The patient has a history of elevated bhcg tests results. The details, dates and patient impact surrounding these previous events are unknown. The result was reported out of the laboratory. The patient underwent a procedure to assess for pregnancy based upon the erroneously elevated bhcg result. A urine sample test on 05/09/2011, on the same instrument, generated a lower bhcg value that was considered valid. Quality control results were performing within customer established ranges at the time of the event. No system check data was provided by the customer.